Manufacturer narrative:
Asae/hematoma/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D 4 catalog, serial number and UDI were revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 65-year-old male patient with a past medical history of diabetes and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage c shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). During the procedure, there was bleeding and a hematoma to both access sites (ECMO and impella). Massive transfusion protocol initiated. Angle matching, manual pressure, and groin management best practices given. No system heparin was being given. After 12 hours on support, the family withdrew care, and the patient expired on support. The impella functioned at p-7 at 3.1 l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
D4: corrected catalog number.